Event description:
While attempting to defibrillate a pt, the device failed to discharge with paddles. The clinician obtained another device to continue treating the pt. There was no adverse effect to the pt due to the reported malfunction. Subsequent testing of the device at the facility's biomed dept. Found that the defibrillator paddles were not connected to the device's multi-function cable for proper use; it was found that the ECG electrodes were connected instead. The biomed engineer performed a thorough evaluation and was unable to duplicate the reported malfunction.